Event description:
It was reported that the patient underwent an unrelated surgical procedure. It was confirmed that the ipg was not set into surgery mode as recommended but failed to establish communication with the external device. Recovery efforts attempted were successful. Patient is receiving effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.